Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6)2009 and mesh was used. The patient underwent an operation for another pathology in (B)(6) 2011. During the surgery, the surgeon found that the mesh was retracted and two small intestinal loops were in contact with the mesh which was being absorbed by the small intestine loops. The surgeon cut the intestinal wall to retrieve the mesh.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an open umbilical hernia repair procedure on (B)(6) 2009 and mesh was used. The patient experienced a recurrence of the hernia eleven months after the initial procedure. The reoperation was done on (B)(6) 2011. During the reoperation, it was noted that mesh had incorporated into the small intestine sero-muscular wall. The surgeon also noted omental adhesions. The current status of the patient following reoperation is ok.

Manufacturer narrative:
(B)(4). Sticks to visceral surface. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.